Manufacturer narrative:
An event regarding ab assembly issue involving an hmrs rotating hinge bumper insert was reported. The event was not confirmed. Device evaluation and results not performed as the subject device was not returned. Medical records and evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There has been one other event for the lot referenced. The investigation concluded that the reported assembly issue was caused by an out of specification bumper insert. No further investigation for this event is required at this time.

Event description:
The bumper 0-degree, (B)(4) with lot lcl298 was found to be exceptionally loose after locking it in place, meaning it didn't lock in place as it should be. The bumper was left in place because this was the only piece available in this revision operation.

Event description:
The bumper 0°, 6483-2-150 with lot lcl298 was found to be exceptionally loose after locking it in place, meaning it didn¿t lock in place as it should be. The bumper was left in place because this was the only piece available in this revision operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the device remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.